Event description:
The user facility reported after catheter placement, cerebrospinal fluid leaked from the point of where the drainage line branches. The patient was not in transit. No patient injury was reported but intervention was required. Additional information has been requested. In 2002, additional information received from the distriburtor. The user facility reported the catheter was placed in the operating room. While in transit to the floor from the operating room, the hospital staff noticed a csf leak. Since the catheter was able to monitor the pressure, it was kept in place for a few days and then replaced. At this time the user facility did not report how they stopped the csf leakage. Additional information has been requested.